Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -13.50 diopter was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to elevated intraocular pressure. The reporter stated " preoperative basal iop was higher than normal, and no further examination was performed to exclude glaucoma. After the crystal is removed, the intraocular pressure is temporarily stabilized to normal value after drug treatment. The lens was removed and transferred to the glaucoma department for further consultation."